Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubble det sensor, low level ii. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the user checked the sensor pad as first, then he used a sensor from another machine to resolve the issue. A new level sensor was shipped to the hospital. Through further follow-up communication livanova (B)(4) learned that the sensor was properly connected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 bubble det sensor, low level ii did not alarm when reservoir was empty during setup. There was no patient involvement.